Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection and an adverse event occurred. The patient's mother stated she noticed the patient glucose values were low by the patient showing symptoms of feeling weak. She indicated that the dexcom had no signal and treated the patient with three tablets of glucagon. At the time of contact, the patient was fully recovered. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional event or patient information is available.